Event description:
Philips received a complaint regarding a philips respironics v60 ventilator, reported by a biomedical engineer, indicating battery depletion during operation. The unit was connected to ac power using a damaged power cord, which may have affected proper power delivery and contributed to depletion of the internal battery, ultimately resulting in a complete shutdown. The device was in use on a patient for respiratory support at the time the issue was identified; however, no patient or user harm occurred, and no medical intervention or delay in therapy was reported. The device was replaced and removed from service for further evaluation. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. This condition raises concerns regarding battery performance and expected alarm functionality during low or depleted battery states. A philips authorized service provider (asp) went onsite to further evaluate the reported issue. The philips asp performed power loss tests repeatedly and the device alarmed at all times. The philips asp also connected the device to the nurse call and performed power loss test. It was confirmed that both nurse call and device alarmed when power was disconnected. The philips asp confirmed that there were no diagnostic codes were present in the diagnostic report (drpt). The philips asp performed a 20-minute battery test, electrical safety, controls, alarms & power fail tests after. The philips asp confirmed the device passed all tests and returned to service. The philips asp concluded that there was no issue with the device. The philips asp concluded that there was no issue with the device. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a not confirmed malfunction, as the device met all required specifications during verification testing and no internal device failure was identified. The reported battery depletion could not be reproduced during service evaluation. Comprehensive diagnostic testing confirmed full compliance with operational requirements following battery tests. This determination is based on the absence of verified device failure, successful performance verification, and the inability to isolate a definitive internal root cause.